Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient and patient¿s husband) regarding a patient who was currently receiving fentanyl with concentration 1000 mcg/ml at a dose rate of 350, max 704.7 mcg/day and clonidine with concentration 400 mcg/ml at a dose rate of 140 mcg/day via an implantable pump for non-malignant pain. It was reported that a physician pulled out 17 ml from the pump and was surprised that they had pulled out that much. The date of the event was not reported. No further patient complications have been reported as a result of this event.